Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture and patient is "extremely upset and distressed." It is unknown if the device has been explanted.

Event description:
Healthcare professional reported "possible siliconoma of the right axilla", "marginal folds", "dense fibro glandular stroma", "lumpy", "27x8x10mm ovoid shaped soft tissue lesion in the right axilla", "increased vascularity", "could represent siliconoma". The device has been explanted and rupture was confirmed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; b.3; b.5; b.6; d.6; h.6.

Event description:
Healthcare professional reported "possible siliconoma of the right axilla", "marginal folds", "dense fibro glandular stroma", "lumpy", "27x8x10mm ovoid shaped soft tissue lesion in the right axilla", "increased vascularity", "could represent siliconoma". The device remains implanted.